Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the biomed from the facility tested the unit and checked the error log and no problems were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that an avea ventilator has ventilator inoperable issue. At this time, there is no information regarding patient involvement associated with the reported event.